Event description:
It was reported that the 9800 system displayed no image when shooting fluoro shots. It was also noted that the left monitor displayed a distorted image and rebooting did not correct. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.